Event description:
Complainant alleged that while attempting to defibrillate an unresponsive pt the device inappropriately shut down. Complaint indicated that there was no adverse effect to the pt due to the reported malfunction.